Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173662-m2a 38mm mod hd-421550, 112094- impact metaphyseal-479160, 11-112013-r/h impact distal- 773050. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05625, 0001825034 -2019 -05642. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Subsequently, the patient underwent bilateral hip revision 14 years post-op due to elevated metal ion levels. While revising the left side, clear joint fluid was encountered with black trunnionosis. The trunnion was cleaned and dried, and a dual mobility head and liner combination was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.